Event description:
It was reported that the right ventricular (rv) lead experienced rising thresholds the patient had presented to the clinic complaining of dizziness and near syncope. The lead had dislodged. Under fluoro, there was evidence of retraction of the helix from the rv lead. After multiple attempts to advance and reposition without success, the physician decided to extract the lead. The lead was explanted and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix fully retracted and the outer insulation breached cut/ nick/ extrinsic and blood was ingressive into lead. Electrical resistance and cross continuity test results were within specifications, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint and it appears to have been caused at implant. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).